Event description:
This event is reportable based on the product analysis approved on 09/30/2008. It was reported that during a drug eluting stenting procedure, the stent would not cross the lesion. The 80% stenotic lesion was located in the very tortuous and severely calcified distal right coronary artery. The physician advanced the 2.25x24mm taxus liberte stent to the lesion, but was unable to cross. There were no pt complications. Pt status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination found that the proximal edge of the stent was damaged. One strut on stent row two and one strut on stent row seven from the proximal edge were raised. No kinks or damge were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.